Event description:
It was reported that there was no unipolar or bipolar pacing or sensing on the atrial lead. Fluoroscopy showed a reduction in lead diameter at the clavicle. Subclavian crush resulted in insulation damage and suspected coil fracture. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.